Manufacturer narrative:
(B)(4) ¿ boils on skin; treatment with medication. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bilateral breast augmentation on (B)(6) 2015 and topical skin adhesive was used. On (B)(6) 2015, following the procedure, the patient stated that her skin itched and burned at the site where the skin adhesive was applied on the left side. The physician inspected the wound and no additional care and treatment was ordered at that time. The patient returned on (B)(6) 2015 for another visit. The physician observed skin burns and boils where the adhesive had been applied. The physician was able to peel the adhesive from the skin but the skin adhered to the product. The patient was given antibiotics prophylactically and a topical wound treatment was also prescribed. The skin incision site is now pigmented in a darker color corresponding to where the topical skin adhesive was applied. The physician opined that chlorhexidine skin prep was used for this patient and that this reaction remains unexplained.